Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. It was reported the depuy device was implanted with a competitor manufactured femoral head. This use of the depuy device is not recommended. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Upon reduction due to dislocation, the head disassociated from the bipolar requiring revision. Competitor's stem and head were used in conjunction with depuy product.